Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The hcp mentioned that the pt told him the scs system was removed two months after implant ((B)(6) 2004) and they did an x-ray that confirmed pt only has pump and catheter. Caller states it was removed because it "didn't work" - hcp tried to obtain more details but since no other details known by the hcp. No symptoms were reported.